Event description:
A customer reported experiencing a past low blood glucose event, though the specific lowest blood glucose level was unknown and displayed as "low." Cause was not known. The customed consumed carbohydrates to address the situation. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting their blood glucose levels.